Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis performed. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacing dependent-patient presented for an unrelated cardiac surgery. During the procedure the patient experienced periods of asystole due to loss of pacemaker output. The output was increased however, the device failed to capture. The physician decided to explant and replace the device. The patient was stable.